Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings. A visual inspection found the cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 122 mg/dl and sensor glucose was 46 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that there was a bent cannula. The customer was advised not to cover connection with tape. The customer was advised to turn the sensor feature off for 2 to 4 hours then turn it back on and perform reconnect old sensor. The sensor will be returned for analysis.